Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited variable thresholds during a threshold test. The patient has an underlying rhythm of 40 beats per minute and the output was set to 7.0 volts to confirm capture. Boston scientific technical services (ts) was contacted for troubleshooting assistance and discussed possible causes of variable thresholds. The physician plans to continue to monitor this patient. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the pacemaker and right ventricular (rv) lead continued to exhibit increased threshold measurements where the output had to be programmed high. This naturally accelerated the battery depletion of the pacemaker. The rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.